Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The pendant control was returned to the manufacturer for analysis. Analysis found that pendant control buttons functioned as expected. A medtronic representative went to the site to test the equipment. Testing revealed that random buttons on the pendant would not register when pushing the button intermittently. The pendant was replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the system's pendant buttons were not responding when pressed. Issue occurred intermittently. There was no patient present when this issue was observed.